Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported eight days post implant the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited intermittent undersensing, unable to confirm capture, diminished sensing and appeared to have been pulled back and dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.